Event description:
Ous MDR - after an implantation period of approximately 6 months shock impedance values > 150 ohms were reported during a routine follow-up. During the lead revision on (B)(6) 2016, an insulation defect of the lead was observed. The lead was explanted and returned to biotronik for analysis. There was no deterioration of the patient's health reported.

Manufacturer narrative:
The returned lead was analyzed extensively. During analysis, the lead's properties were tested. The analysis of the lead revealed the following: the insulation of the lead body was seriously damaged approx. 35 cm distally of the df4 plug due to crushing. This circumstance was also stated in the clinical complaint. The rope conduction to the rv shock electrode was broken at the same location. It is highly probable that this type of damage is the reason for the clinical complaint. This type of damage is preceded by extensive pressure on the lead body. Based on the character of the damage to the lead body (crushing), we assume that extensive mechanical stress of the lead had taken place due to the "subclavian crush syndrome".further analysis revealed coagulated blood along the inner coil. We assume that the coagulated blood residue originated from the explantation of the device. Neither analysis indicated any manufacturing or material defects.